Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available

Event description:
According to the reporter: during a roux-en-y the needle detached on 2 separate endostitch devices. The needle fell into patient and took 15 minutes to find. There was an extension of surgery time over 30 minutes but there was no adverse events reported for the patient. Additional information has been requested but not yet received.